Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, pre-closed technique was used; however only one proglide was used. It should be noted that the perclose proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B1: adverse event was removed b2: outcomes attributed - required intervention was removed. H1: type of reportable event h6: health effect - impact code 4641 was removed.

Event description:
Additional information was received: the proglide device was used in the right common femoral vein with the pre-close technique. Although there was resistance removing the device, the suture of the proglide was successfully pre-placed. The sheath was upsized to 10f sheath. The procedure was completed and hemostasis was achieved with the suture of the one pre-placed proglide. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was attempted in an unspecified artery via 8.5f after an ablation procedure. Reportedly, resistance was felt when removing the device. It was also noticed the foot was no completely retracted. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.